Manufacturer narrative:
Additional information received on 10 january 2017 and includes: the surgeon revised the cup, liner and head. The surgery was completed successfully. On 20 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: medial cup migration in cementless dm tha at 7 years. Osteolytic regions are widely visible around the mobilized cup. The revision surgery image displays a cup correctly positioned and a medial wall reconstructed very well. No history of the complication onset is available, nor any patient activity or description. The osteolysis could have been originated by reaction to pe wear debris, wear is not quantified and explants were not made available. Supplied information is not sufficient to draw a definitive conclusion as to the cause of this complication. Batch review performed on 31 january 2017.. Lot 090085: (B)(4) items manufactured and released on 06 april 2009. Expiration date: 2014-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain. The cause of pain is osteolysis. The revision surgery has been scheduled. The surgeon plans to revise the cup and liner.